Event description:
It was reported that the pt experienced itching and a return of stiffness 3 days prior to surgery. An x-ray had been taken that showed that the catheter was split in two. The pt had not been in a car accident, fallen, had any seizures, or had any physical therapy that would have stretched the catheter. The concentration and daily dose of baclofen being administered via the pump were not reported. A lateral x-ray indicated that the catheter had broken below a spinous process, so the physician felt that the catheter was probably cut by the spinous process. During surgery to get the spinal portion of the catheter, the catheter retreated into the intrathecal space. The physician obtained consent to perform a laminectomy and intradural exploration to obtain the piece of catheter. The procedure was performed and the catheter was found. The catheter was pulled down approx 1.5 inches, a small portion was removed and spliced onto the portion of catheter going to the pump. The dura was repaired. During the surgery, the physician did not see cerebrospinal fluid (csf) flow from the spinal portion nor did he attempt to remove csf. The physician felt sure that the catheter was in the intrathecal space due to the type of surgery he was performing (intradural exploration). The physician also felt that the catheter would not be occluded from his repair work. A priming bolus was not administered. It was also noted that the anchor was still sutured down and there was intact catheter on both ends of the anchor (v-wing), so it was felt that the anchor did not cut the catheter. The pt remained hospitalized for five days after the surgery due to nausea and dose titration. The pt is improved, with residual pain due to removal of the piece of bone that was pressing on the catheter.

Manufacturer narrative:
.